Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients".

Event description:
The article, "early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients", was reviewed. The article presented a case study of a patient. It was reported that on an unknown date, a 27mm epic valve was implanted for mitral valve replacement. It was then reported 1.7 years post-procedure, the patient presented with septal paravalvular leak (pvl) associated with the epic valve. A decision was made to implant two 10mm amplatzer vascular plug ii for off label use paravalvular leak closure. The mitral pvl grade improved from grade 3+ to 1+ post-intervention. [The primary and corresponding author was hiroki niikura, division of cardiology, toho university ohashi medical center, 2-22-36 ohashi, meguro-ku, tokyo 153-8515, japan, with corresponding email: hniikura@oha.toho-u.ac.jp]

Manufacturer narrative:
As reported in a research article, early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients.

Event description:
N/a.